Event description:
The report stated that during a radio frequency liver ablation, water leakage was discovered at the handle of the ablation electrode. Another electrode was obtained and the procedure was completed. There was no pt impact.

Manufacturer narrative:
The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design has significantly reduced the trend in leakage complaints.